Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The electrode was returned severed approximately 260 millimeters from the terminal end, with noted cuts in the insulation, which was likely explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a product performance issue. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a product performance issue. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to a product performance issue. No additional adverse patient effects were reported.